Event description:
It was reported that the patient had a "jumping" feeling on the right side. During the device check the following day, the right atrial lead was found to be dislodged. The physician indicated that the suture sleeve was not tied down tight enough. The lead was replaced as tissue was found to be in the helix. The patient is a participant of the attain performa(tm) quadripolar lead study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable tachy lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.